Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported patient images exhibited ring artifacts after completing a recent air calibration. The philips field service engineer (fse) confirmed the images were non-interpretable and there was no misrepresentation. The fse evaluated the system and determined there was a crack in the compensator which resulted in the reported artifact. The fse replaced the a-plane collimator to resolve the issue. The philips fse confirmed the patient was scanned on a magnetic resonance imaging (MRI) system. There was no harm to the patient. The system is in clinical use. This issue was determined not to be a reportable event.